Event description:
Revision of tibia tray due to loosening. No other information was provided.

Manufacturer narrative:
Section h10: (h3): the engineering evaluation noted in the reported revision was likely the result of aseptic (non-infected) loosening, which damaged the bond of the implant to the bone. However, this cannot be confirmed as the devices were not available for evaluation, and no further details were provided. Section h11: corrections made in the following section(s): (b3) event date was not reported. The date will be changed to ((B)(6) 2019) the first of the month of the awareness date ((B)(6) 2019). (Section f) please disregard f6 and f8. These were entered in error.

Manufacturer narrative:
Pending evaluation.

Event description:
Revision of tibia tray due to loosening. No other information provided at this time.